Event description:
The reporter stated that during a spinal surgery procedure using a 2 level coral pedicle screw sys at vertebral levels l3-l5, the screw at l5 was locked down to the rod, and while trying to do the reduction at l4, the l5 seat moved and prevented the physician from dong the reduction at l4. He completed the procedure using pliers to hold the seat and rod steady. This added approx one half hour to the procedure.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.